Event description:
The customer reported the ventilator was being tested, and when the patient circuit was disconnected and reconnected to the ventilator outlet, it alarmed and shutdown. The manufacturers field service engineer (fse) was able to duplicate the shutdown. The fse reported when the patient circuit was disconnected and reconnected or when an occlusion was created by blocking the patient outlet the ventilator would shutdown. The fse reported the blower was replaced to address the reported problem. Applicable final testing was performed per operating specifications and passed.